Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that calibration was required and the overlay was replaced and the stylus calibrated. The hard drive was additionally reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen required recalibration. It was noted that the stylus calibration was run on the programmer but the situation did not resolve. The programmer was returned for service. There was no patient involvement.